Manufacturer narrative:
Inratio precision data provided by end-user lot : 070519. First test inr = 1.0 second test inr = 2.1 mean = 1.55; sd = 0.78; %cv = 50.2%. The %cv is greater than 20%. Per internal procedure, the precision the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.0 second test inr = 2.1.